Manufacturer narrative:
Additional information: b.5. Event details investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional event details: extension set was removed and another attached that worked fine. Same lot. Upon inspection looks like the clave either not threaded straight out of package or maybe cracked.

Event description:
It was reported that bd maxplus pressure rated extension set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that connected IV extension set tubing two patients IV blood began to spurt at the site where the clave was attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.